Event description:
It was reported to boston scientific corporation on (B)(6) 2009 that a cre esophageal/colonic wireguided balloon dilatation catheter was used during an esophagogastroduodenoscopy procedure performed on (B)(6) 2009 on a male patient over 50 years of age. According to the complainant, the cre balloon broke inside the patient's esophagus after being inflated with saline to 15mm using an alliance inflation device. The procedure was completed with another cre balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).